Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of radiographs and pictures. Visual examination of the provided picture identified the bearing has biodebris on it, showing signs of implantation. There is no evidence of abnormal wear with what is visible of the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, g3, g6, h1, h2, h4, h11 corrected section: d4( lot number). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Event description:
It was reported that the patient was revised approximately three months post-initial implantation due to dislocation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). G2: foreign- new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
D10: 113612 66255313 comp primary stem 12mm micro. Reported event was confirmed by review of radiographs. Review of the available records identified the following: initial implant fit and alignment were normal with subsequent dislocation. No implant loosening. Bone quality is unremarkable. Subsequently, there is malalignment due to dislocation. No other abnormalities. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.